Event description:
Reporter indicated that a generator was returned to MFR due to normal end of service, where it subsequently underwent product analysis. It was reported that end of service was confirmed, but the q10 component was out of specification. Analysis found that the defective q10 component did not impact device performance and likely had minimal impact on the battery longevity. No other anomalies were reported.